Event description:
A caller reported an alarm regarding an occlusion event that had been occurring intermittently for the past week and again on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. There was no need for additional assistance, and technical support closed the case.